Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 1: four (4) easypump samples (three without original packaging, and one in original packaging) were provided for evaluation. The returned samples were labelled as sample 1 to 4 respectively. Upon visual inspection, multiple cracks were observed at the filling port of all complaint samples, especially opposite the runner gate, except for samples 2 and 3, where cracks were observed opposite and beside the runner gate. Thereafter, the samples were filled with red dye solution to check for leakage. Leakage was observed from the crack at the filling port during the filling process. Based on the investigation findings, the samples were not within specification as there were cracks observed at the filling port; therefore, the reported defect was confirmed. A review of the device history record (DHR) was performed for the reported lot numbers and no abnormalities or non-conformances were noted during the in process or final product inspection. The defect is most likely due toa failure in the production process. Corrective actions include awareness training with the operators, the final assembly process will be revised to add a new statement and further engineering study for this defect. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: brief inquiry description. Leaking elastomerics. Detailed inquiry description: we are having leaking pumps again. Corey has had 3 leaking easypumps from lot # 24k08ge561 (dates 2024-09-08 and 2029-09-01). These 3 pumps contained 5fu.